Event description:
In 2007 I had a hip replacement rthr, due to bone on bone arthritis. After installation of a biomet magnum hip, I have gotten no relief from the original pain, instead my hip, thigh, and groin pain keep me from doing anything enjoyable. The only things that can give me any relief are narcotics and I keep the use of these to as low a level as possible. The doctors tell me the hip was installed according to the manufacturer's specifications and they don't know what to do about it, other than replacing part or all of the joint. I walk with a cane and when the pain gets too intense, I have no choice but to lie down. I have basically lost three years of my life, since the pain is the only thing on my mind. I have checked for other people with similar problems with this product and have found many others with identical complaints. I believe the biomet magnum hip should not be allowed to be implanted in any more people until this problem is resolved. Dates of use: three years. Diagnosis or reason for use: hip arthritis.